Manufacturer narrative:
8/12/15 follow up: customer reported that she does not think she had a blood glucose level of 30 mg/dl as previously reported.

Event description:
It was reported that pump bolus calculations were inaccurate and too much insulin was delivered as a result. Tandem customer technical support (cts) reviewed pump data and verified that pump calculations and bolus deliveries were accurate. Cts provided this info to the customer on (B)(6) 2015.

Manufacturer narrative:
The product has not returned for eval. Should new relevant info become available a supplemental report will be submitted.